Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this patient underwent surgical intervention to revise the right ventricular (rv) lead. During the procedure, the physician accidentally damaged this right atrial (ra) lead while extracting the rv lead. The lead was removed and replaced. No adverse patient effects were reported.